Event description:
The hcp reported, the patient had been experiencing pain with the pump pushing on the patient's right iliac crest. The pump had been implanted for 75 months and the hcp reported it was failing and the alarm was sounding. The pump was explanted and replaced. The patient is reported to have recovered without sequela.